Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that adhesion issue occurred. The wearable as inserted into the arm on (B)(6) 2026. On 06/12/2026, at an unspecified time while sleeping, the patient¿s sensor fell off. The patient did not have any replacement sensors to put on and the patient did not have a glucometer to use as back-up. The patient was asymptomatic but went to the emergency room to have her bg meter reading tested to determine how much insulin she needed to take. At the ER, no bg meter readings were reported, however, the patient was treated with insulin. The patient reportedly ¿r(B)(6) 2026, the patient was ¿fine¿ but still hospitalized for continued monitoring. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.